Event description:
Device 3 of 3: reference MFR report # 1627487-2019-03297. Reference MFR report # 1627487-2019-03298. It is reported that patient was not receiving adequate therapy from the scs system. In turn, the system was explanted.